Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by a field service agent (fsa) that the pump did not alarm when the patient pulled the catheter out of the body. There was no report of patient complications, serious injury, or death.

Event description:
It was reported by a field service agent (fsa) that the pump did not alarm when the patient pulled the catheter out of the body. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "the pump did not trigger the alarm" is not able to be confirmed. The field service engineer checked the pump, and no problem was found with the pump. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.